Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: six samples were received for quality investigation. The customer complaint of tubing defective / damaged could not be verified based on inspection and testing of the samples received. Visual inspection of the samples received did not reveal any damages to the tubing or the components of the extension set. The set were then primed and the clamp was engaged several times to imitate the failure indicated by the customer. No damage was noticed on the samples received during or after testing. The customer did not report the lot number of the effective sample however the samples of model ms35000-15 submitted had lot numbers 21033179, 21013331 and 21013256. A device history record review for model ms3500-15 lot number 21033179 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on (B)(6) 2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model ms3500-15 lot number 21013331 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on (B)(6) 2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model ms3500-15 lot number 21013256 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on (B)(6) 2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: the root cause could not be established based on the reported failure not being replicated.

Event description:
It was reported that 36 in 15 drop secondary set w/hgr tubing was damaged. The following information was provided by the initial reporter: it was reported by the customer that the tubing stays crimped after the clamp is removed.